Event description:
It was reported to kendall healthcare in 2001 that a physician was attempting to place a dual lumen catheter when the guidewire became frayed and unraveled. The physician noted that the guidewire advanced. The procedure was abandoned all together. The pt did not experience any untoward effects.